Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a display (blank screen) issue; the pump powers on with audio tone and vibration but the screen is blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/13/2017 with the following findings: during investigation, moisture was observed under the display lens. The pump was powered on with a blank display. A leak test revealed a case seal crack. The pump was opened and the moisture damage was found on the display flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.